Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the right ventricular setscrew could not be loosened. The device was explanted and replaced. The patient's condition was good after the procedure.